Event description:
It was reported that a warning triggered for high capture thresholds and, per the physician, no capture was noted at an in-office device check. The right ventricular (rv) lead also had high impedance and a possible fracture. During the lead revision procedure, the physician noted an insulation failure. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: af3216c155xh stent graft, implanted: (B)(6) 2010. Ilxch1616115 stent graft, implanted: (B)(6) 2010. Ilxch161685 stent graft, implanted: (B)(6) 2010. (B)(4).